Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the entire hospital clinical network is completely down. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A philips remote support engineer (rse) spoke with the customer and determined that the it department had made an update or adjustment to a switch, resulting in a disruption to the hospital network. The network is a philips-supported clinical network. The rse spoke with the customer's it department. After the it department recognized the system shutdown, they restarted and restored the network. The issue was resolved. Based on the information available and the testing conducted, the cause of the reported problem was due to customer taking down the network. The reported problem was confirmed. The device was confirmed to be operating per specifications.